Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 29 mmol/l. Despite insulin administration the patient's blood glucose values remained high, and she threw up and had a stomachache. Therefore, her boyfriend took her to hospital. When the customer arrived in hospital, her blood glucose levels had dropped so much that she was injected with glucagon. The pump was turned off and she received insulin through a diffuser.